Event description:
It was reported that the intraocular lens was explanted due to refractive surprise. The visual outcome differed from the desired results. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(6). Intraocular lens. The intraocular lens was received for an evaluation and is in process. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned with surface residuals adhered to both sides of the optic body, which is compatible with handling lens in a unsterile environment. In addition, optical inspection results showed that the lens diopter corresponds to a 24.0 lens, and the result of the diopter inspection was found within the production order specifications. All pertinent information available to abbott medical optics has been submitted.